Event description:
I would like to report a problem with a bd 10ml syringe. When I removed the syringe from the packaging and pulled the plunger down halfway, I noticed a staple inside the syringe. The order number for the item is ref (B)(4), and the lot number is 3086315 01. This issue has been reported to the manufacturer. Dose or amount: 1, frequency: once, route: IV. Diagnosis or reason for use: used while compounding an IV in the pharmacy.